Event description:
Procedure type: cosmetic (abdominoplasty). According to the reporter: two months post-operatively patient came in to clinic with an infection at the incision site. Patient was re-sutured in-office and the vloc removed. An incision washout was performed and the patient may be brought back to the o.r. For scar revision. Allegedly, there was tissue damage and/or patient injury.

Manufacturer narrative:
(B) (4). (B) (4).